Event description:
It was reported that the pump requested a minimum of 50 units during the load process. The customer added more insulin, but the fill estimates after loading the cartridge were inaccurate. The customer changed the cartridge and rec'd the expected reading. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.